Event description:
It was reported during the implant procedure, while exchanging the stylet in the right ventricular (rv) lead to move the lead into position, blood was noted dripping out of the lead pin. The lead was replaced, a new lead was implanted. The patient was stable throughout procedure.

Manufacturer narrative:
The reported event of ¿blood in the inner coil lumen dripping out of the connector pin¿ was not confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and cleaned. Visual examination of the lead was normal with no anomalies found and the connector pin and helix regions were cleaned.